Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information received that the patient underwent surgical intervention in which the system were explanted and replaced.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-32721. It was reported that the patient experienced ineffective stimulation. The patient stated they felt an increase in leg and back pain. The patient was reprogrammed, but an impedance check showed the patient has high impedances on both leads. As a result, the patient may undergo surgical intervention to address the issue.